Event description:
It was reported that during the procedure, a 3.0x38 rx xience prime stent delivery system (sds) was advanced toward a mildly calcified, 94% restenosed lesion in the narrow, distal left anterior descending coronary artery with resistance felt against the lesion and slight force applied; the proximal shaft separated during the attempt to cross the lesion. The two sds pieces were simply withdrawn from the anatomy without resistance. Another xience prime sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.